Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Cust experiencing mobility on tooth #24 not wnl. I had a teams meeting with cust and she was able to show me the mobility. I let cust know we would need an lor at this time to move forward and cust said her dds asked her to stop wearing aligners but did not have record of this and she mentions dds told her to see periodontist. I told cust to please see periodontist for eval and next steps.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.